Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.443 ng/ml. The customer questioned the result as it did not match the customer's clinical picture. The repeat result was 0.0523 ng/ml. No questionable results were reported outside of the laboratory.